Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 2000 ohms, and loss of rv capture. No asystole was noted. A lead replacement was planned for the future. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated a surgical revision was performed and the lead was cut and explanted, and would not be returned. No additional adverse patient effects were reported.